Event description:
It was reported that during an infusion set supply change, while twisting the needle guard off, the infusion site unintentionally came out of the deployer, and the user obtained a new inset to complete the change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or implicated component beyond the described infusion set deployment issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.